Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jan-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. Medical history was reported to be chronic low back pain and morbid obesity. It was reported that the patient had poor pain coverage. They denied falls and non-compliance. It was reported that left coverage had always been lacking. Per the patient, a recent x-ray showed the lead had moved down. The x-ray image was not available to the manufacturer. Reprogramming was attempted on (B)(6) 2017. When leaving that appointment, the patient reported good coverage in left leg and did not reach out when coverage had since shifted. The issue was resolved with explant of system on (B)(6) 2019 that was performed due to the reported inability to stimulate the left side. The position of both leads covered right side only and the health care provider (hcp) did not think they were a candidate for lead revision or a paddle lead due to medical reasons. No further complications were reported.